Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation from the left ventricular (lv) lead. The lv output was reprogrammed and the lead remains in use. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the study name was updated to product surveillance registry clinical study.